Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/doses via an implantable pump for non-malignant pain. The patient stated they had a pump refill a couple of weeks ago. Patient stated they were hard of hearing and they did not hear the pump alarm until the last couple of days but patient's girlfriend had been hearing the alarm since the beginning. Patient reported the pump had been beeping since the refill. Patient stated they were not having any return of symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the alarming was resolved.